Event description:
It was reported that during preparation of the device for a cardiopulmonary bypass procedure, the electronic patient gas system (epgs) would not calibrate. The device was not changed out and the epgs was used for surgery. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The reported complaint was confirmed. The field service representative (fsr) tried to calibrate and the status read "not calibrated". The fsr replaced the oxygen (o2) sensor and calibrated the system. With the o2 sensor replaced, the unit operated to manufacturer specifications and was returned to clinical use. The fsr downloaded the system logs, epgs logs and sent along with the oxygen sensor to manufacturer for further investigation.